Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the screen can barely read it just looks like a bad and also state that the insulin pump had partial display. The customer¿s blood glucose was 144 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with vertical/horizontal white lines, missing segments/partial display due to cracked lcd glass. Unable to perform any testing due to missing segments/partial display.